Event description:
The customer reported to baxter (B)(4) a blockage that occurred on an interlink i.v. Catheter ext set. There was no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The device was received in good visual condition. The device was evaluated and the seal mechanism was found in good condition. The universal seal latched onto the sleeve, no anomalies were noted. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic urological procedure, the outer seal came off several times during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.